Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary procedure, the spring tip of the viperwire guide wire sheared off. The type b target lesion was 90% stenosed and located in an area of the circumflex artery that was mildly tortuous and 3.25mm in diameter. The lesion was wired and the oad was advanced to the lesion, however, wire access was lost twice as the oad was tracking to the lesion. The lesion was treated with three passes with a diamondback coronary orbital atherectomy device (oad) for a duration of 25, 20, and 25 seconds respectively. Imaging was performed after each treatment pass, and distal flow was observed. A fourth run was attempted, but after 10 seconds the patient experienced extreme pain. Treatment was aborted, and the oad was removed. Imaging revealed the radiopaque tip of the guide wire had fractured and remained in the distal circumflex. Additionally, imaging indicated there was no flow in the circumflex artery. The patient was intubated, an echocardiogram was performed, and nitroglycerin was administered. The physician decided not to retrieve the guide wire spring tip. The physician also decided not to proceed with angioplasty or stent placement following CT surgery consult. At the end of the case, there was timi 1-2 flow distally. The opinion of the physician was that the vessel spasmed to cause the no flow, and the spasm was relieved slightly before the end of the case. The patient was extubated successfully on (B)(6) 2019, was doing well, and was discharged home. Csi field staff present were of the opinion that the spring tip fracture was caused by poor handling of the guide wire or by the guide wire retracting into the catheter upon each loss of access.